Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The sensor lot expired as of (B)(6)2022, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" message with the adc device. The customer indicated symptoms of trembling, groaning, and heavy breathing, and was seen by a healthcare professional. The customer received unspecified treatment for hypoglycemia, however, no details were provided. A healthcare meter reading of 93 mg/dl, however, it is unknown when it was taken in relation to treatment.